Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system did not boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the host pc was not booting up and it affected the system boot up and decided to replace the host pc due to power supply failure. To resolve the issue, the fse replaced the host pc at a later date in another work order. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.